Event description:
It was reported that the syringe module infused an incorrect dose. It was also mentioned that the other attached modules had issues as well. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
Omit : a140504 - inaccurate delivery (2339), b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the syringe module infused an incorrect dose. It was also mentioned that the other attached modules had issues as well. There was patient involvement but the information on patient impact is not known.